Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the gantry covers were not closing fully. The covers were adjusted and corrected. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when attempting to close, the system continued to display "door open". They attempted to open and close the door again, then restarted, both without resolution. Another imaging system was brought in to complete the procedure. There was no patient impact reported and a fifteen minute delay to surgery.